Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where four infusion sets fell off on (B)(6) 2024 and (B)(6) 2024 during use. The event 1 occurred within 2 days, event 2nd occurred after insertion, event 3rd occurred within 24 hours and event 4th occurred within 12 hours of insertion. Blood glucose level was 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).